Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure with a intellamap orion high resolution mapping catheter, the irrigation port of the catheter broke off. The catheter was replaced. The procedure was completed without patient complications.

Event description:
It was reported that during a procedure with a intellamap orion high resolution mapping catheter, the irrigation port of the catheter broke off. The catheter was replaced. The procedure was completed without patient complications.

Manufacturer narrative:
The returned intellamap orion catheter was analyzed and could not confirm the broken irrigation port. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected and the irrigation line was still attached.